Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had bent cannula issues and also have experienced high blood glucose levels in the range of 300 mg/dl to 500 mg/dl. No troubleshooting for the high blood glucose was performed but the customer's mother stated that they have contacted their health care professional in regards to the high blood glucose levels. The customer's mother added that they have decided to try a different type of set. Troubleshooting for bent cannulas was performed. There was no indication of the insulin pump returning for analysis.